Event description:
It was reported that during vats segmentectomy, at the stage when the segment of the lung had to be removed, an stapler was used. According to the report, during the phase of closing the stapler jaws, the surgeon noted that the closing was very difficult and also that a noise was heard from the device, but that the jaws closed and therefore they continued the procedure and fired. According to the report firing was completed (the device did not stop or get stuck in the middle). After firing, when they opened the jaws they saw that a cut was made but some of the staples did not close and bleeding started. They took a new reload and inserted into the same device. According to the report, the jaws closed, but according to the description, the closing of the jaws was softer and looser than in the previous firing. The device was fired, but the staples did not close. Significant bleeding began. The surgeons then used a different device and eventually stopped the bleeding using the non -ethicon device, pressure and sutures. They managed to stop the bleeding and completed the surgery, and the patient was transferred to intensive care. Surgeon believes that the first closure of the device jaws was probably performed on the "bungee" (a type of device used to inflate the lung) and that this probably affected the functioning of the stapler. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). Date sent: 9/5/2024. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: is a lot number from the device or reload available? No. What area anatomical structure was the device fired upon? Lung paranchima. Did the noise issue occur when the device was actually closed or during the firing? During the firing. What were the indications for surgery? Surgical lung biopsy. What was the patients disease state? Unknown lung lesions. Did the surgeon believe that the tissue thickness and was not compressible due to the disease state? No. Does the surgeon believe that the during the firing of the device that the "bungee" was within the jaws of the device? Most probably yes. Are any photos or video available? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Yes, patient had massive bleeding and was taken for the ICU for 5 days.